Event description:
The pump was returned for investigation. Investigation revealed a battery compartment damage and moisture, and battery compartment and display lens leaks. This report is made based on results of the investigation performed on 10/31/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/31/2014 with the following findings: a battery compartment crack was observed; moisture was found within the battery compartment. Leak testing revealed battery compartment and display lens leaks. The keypad was found to be torn. Evaluation revealed that all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).